Manufacturer narrative:
Additional information has been supplied by the customer. The date of this event was (B)(4) 2013. The patient was not harmed by this event. A root cause could not be determined. Additional information was requested but not provided by the customer. The quality control data was within range. Additionally, all repeated tests that day were in the range and the customer did not complain about any problems with the method.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable gluco-quant glucose/hk result for one patient on their p-module analyzer. A specific date of event was not provided. The patient's initial glucose result was 5.0 mmol/l and it was reported outside the laboratory. The patient had another sample drawn and the result was 40.0 mmol/l. Based on this result, all tests performed on the original sample were repeated with the same results except glucose. The repeat glucose result from the original sample was 32.7 mmol/l. The customer stated the following regarding the patient: "suspect intoxication by ethyleneglycol and treatment by ethanol". The customer also stated: "patient was about 24 hours treated for ethanol intoxication (glucose value was falsely in the normal range, high metabolic acidosis and hyperosmolality) instead of hyperosmolar diabetic coma. Laboratory doesn't know the current patient state of health". It was unknown if the glucose result caused or contributed to the patient's treatment. Clarification has been requested. The glucose reagent lot number was 666798 and the expiration date was 12/31/2013.